Event description:
Possible t-wave oversensing (twos) noted on stored egm. The patient had experienced tachycardia overnight. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).